Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 150 to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/19/2017 and open vial date is approximately two weeks. The meter memory was reviewed for previous test result history: (B)(6). Customer states that she has been using the meter for about a week now. Customer test 2-3 times a day and is taking insulin.